Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the underwent removal of mesh on (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/16/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted, concurrently with drainage of the left vulvar hematoma due to left vulvar hematoma s/p sling procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urine retention, uti and vaginal discharge.

Manufacturer narrative:
It was reported that following insertion the patient experienced vomiting, unable to void and difficulty urinating.

Event description:
It was reported that following insertion the patient experienced vomiting, unable to void and difficulty urinating.